Manufacturer narrative:
D3: correction. D9: 31-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the device was serviced for the primary audible alarm in march of 2023 which is not within the review period of the reported event. The event history log was reviewed. Functional testing found that the interconnect board was faulty. The interconnect board was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the primary audible alarm alarms while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B5: additional information was received stating that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient harm/adverse event reported. D3: correction.